Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Code of 4581 was chosen to capture the possible unknown post procedural complication that preceded the patient's death. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Later that day the patient became unresponsive on the ward and passed away. After multiple attempts to obtain additional information, no more information was provided. The patient's medical history is unknown and no procedure related events were reported. There was no allegation of a device malfunction nor any device related events or complications reported. Because the death occurred on the same day as the procedure, abbvie has chosen to conservatively report this death. Should additional information be received at a later date, a follow up report will be made.